Event description:
N/a.

Manufacturer narrative:
An event of complete atrioventricular block, atrial lead perforation, and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported complete atrioventricular block, atrial perforation, and pericardial effusion could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as a dual chamber pacemaker was implanted and repositioning of the atrial lead was done. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. The length of the membranous septum was 4 mm. The valve was successfully implanted at a depth of 3mm. Post implant, while monitoring a complete atrioventricular block was noted. On (B)(6) 2025, a permanent dual chamber pacemaker was implanted. The patient was reported discharged. On (B)(6) 2025, a mild pericardial effusion (pe) was noted and a atrial lead perforation was noted. The patient required prolonged hospitalization. On (B)(6) 2025, a repositioning of the atrial lead was done.